Event description:
Verbiage provided from voluntary medwatch mw5165164: orthopedic surgeon used mepilex border post-op dressing to total knee replacement incision site. He feels changes made to this product by manufacturer late 2024 resulted in patient developing a blistering, shearing skin injury requiring hospitalization for surgical incision and drainage, wound vac placement and ultimately skin grafting to heal surgical incision site.

Manufacturer narrative:
It is an anticipated risk in the product risk management report pd-564465 that patient could develop blisters (u1 and d2) if the nurse stretches the dressing during the application (u1). Information in the IFU: "do not stretch the product during application". Same known materials have been used for several years in several other products at mhc. The flex cut makes the wound pad more flexible. Release system with frame hinders that the product stretches at application. Design validation report pd-716450 including evidence that the product minimize trauma to the wound bed and to surrounding skin upon wear and dressing removal. Minimises occurence of blisters is supported by clinical data. Validation report provides support that the operating instructions are easy to understand. Clinical evaluation report pd-435015. It is concluded that risks has been mitigated as far as possible and that the benefit of using the product outweighs the risks of using it. No new risks have been identified.